Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with flattened express, esc, act, down arrow and up arrow dome switches (no crease). No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that the customer was hospitalized for a diabetes related issue. It was also reported that the keypad is hard to press. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.